Event description:
It was reported that after a right hemicolectomy procedure, an anastomotic leak was discovered in a patient that this device was used on to create the anastomosis. Reoperation was required (B)(6) (9 days after the initial surgery). We are awaiting more information from the surgeon. The patient remains in the hospital due to the adverse affects of the leak. One device and one reload were discarded. Additional information has been requested.

Event description:
Additional information was requested on (B)(4) 2011 and to date, no more information has been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4).